Event description:
It was reported that an occlusion alarm occurred resulting in a blood glucose level of "high." Customer administered a correction injection and performed a bolus via the pump. Customer changed pump supplies to address the issue. Customer's blood glucose level was resolved.